Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The unexpected restart alarms could not be verified due to the keypad anomaly. Moisture damage was noted on the electronic assembly. The device also had a cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer fell in the pool and the buttons became unresponsive. It was stated that the time on screen was advancing but the customer received an unexpected restart alarm and it could not be cleared. She stated that the there is a crack in the battery compartment and fluid under the screen. Blood glucose value was 3.2 mmol/l; treated with food. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.